Event description:
Drive devilbiss healthcare was notified of an incident involving a bath seat by the end user, who stated that a leg of the bath seat broke during use causing him to fall resulting in a slight concussion and pain to his residual limb. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.